Event description:
It was reported that this device exhibited far field atrial oversensing. Technical services (ts) recommended to extend atrial blank after right ventricular (rv) sensing. No inappropriate therapy was delivered. No adverse patient effects were reported. The device remains implanted and in service.